Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had unexpected restart. The customer's blood glucose level was 478 mg/dl. The customer was treated with manual injections and insulin pump. The customer declined troubleshooting for the high blood glucose level and the customer was assisted with the troubleshooting for the unexpected restart alarms. The insulin pump will be returned for the analysis.